Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was above 400 mg/dl and current blood glucose value was 237 mg/dl. Blood glucose was over 600mg/dl and customer threw up after. The customer experienced symptoms such as abdominal pain and vomiting. Customer treated with manual injection. Customer performed displacement test and it passed. Insulin pump will be returned for analysis.